Event description:
On (B)(6) 2013, customer reports during a cystoscope with bilateral lithotripsy and bilateral stent placement on a male the generator interface malfunction error appeared and they were unable to fluoro. The staff completed the procedure with the use of the cystoscope and then confirmed the correct stent placement by the use of a c-ram in the recovery room. No pt injury to report.

Manufacturer narrative:
Field service engineer (fse) contacted customer and troubleshoot a generator interface malfunction message on infirmed monitor. The console would power up normally when the power button was pressed, but would shut off when the power button was released. The console will not stay powered on. Fse told customer that he would order a replacement console and set time to replace. However, the hospital bio med tech called and told fse to cancel the call. Product monitoring followed up with customer (charge nurse in the operating room) who said the system had been repaired and was fully functional. No further details were reported. A review of cts shows no similar issue reported on this unit.